Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable. Per reporter 59 ml was left in the reservoir volume. No adverse patient effects were reported. No additional information is available at this time.